Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2017. The patient experienced levator muscle spasm post retropubic tape insertion. Since advantage operation on (B)(6) 2017, patient reported suprapubic pain and pelvic pain (especially on hip and knee flexion), dyspareunia (unable to have intercourse due to pain) and a reduced urinary urge (gets a pulling type sensation to empty bladder). She was then advised an education on pelvic floor function; advised on pelvic floor muscle down training and relaxation; self - trigger point massage to pelvic floor muscles; gentle stretching program. Patient underwent surgery to have her mesh excised on (B)(6) 2018 in oxford and at her last appointment on (B)(6) 2018 she reported that her pain had resolved and her urge to pass urine has returned. On examination there was no increase in muscle tone palpable and no sensitivity or trigger points found internally. She reported some sensitivity in the suprapubic region and was advised on desensitization techniques to help reduce this.

Manufacturer narrative:
Patient identifier: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 as chosen as a best estimate based on the date of the mesh excision surgery. (B)(4).